Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during the basic occlusion test and compromised force sensor system alarm during prime/ compromised force sensor system test due to moisture damage on the force sensor resistor (gold). The unit had a scratched display window. The motor passed the motor test.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and motor error. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.